Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: close to ovaries') in a 33-year-old female patient who had essure (batch no. Dm12407-invalid, a36616-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cryoablation in 2003, lumbar pain, iron deficiency, vaginal bleeding, endometriosis, anxiety, bloating, fluid retention, dyspareunia, tubal ligation and hand operation. Previously administered products included for an unreported indication: ciprofloxan from (B)(6) 2012, torado from (B)(6) 2012 and ortho ticyclen from 2007 to 2011. Concomitant products included escitalopram, escitalopram oxalate (lexapro)(B)(6) 2015 to (B)(6) 2016, ethinylestradiol;norethisterone acetate (norethindrone acetate and ethinyl estradiol), ferrous sulfate (ferrous sulphate) from 2014 to 2015, hydrocodone bitartrate;paracetamol (hydrocodone bitartrate and acetaminophen), ibuprofen from (B)(6) 2013 to (B)(6) 2015, leuprorelin acetate (lupron depot) from (B)(6) 2014, naproxen from (B)(6) 2013 to (B)(6) 2015, norethisterone acetate (aygestin) from (B)(6) 2014 to (B)(6) 2014, ondansetron, paracetamol (acetaminophen), phenylephrine and trazodone from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In june 2013, the patient experienced abdominal pain lower ("lower abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (surgical removal of coil(s) (lsc bilateral salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, migraine, dysmenorrhoea and headache outcome was unknown and the abdominal pain lower and abdominal pain upper had resolved. The reporter considered abdominal pain lower, abdominal pain upper, device dislocation, dysmenorrhoea, headache, migraine and pelvic pain to be related to essure. The reporter commented: essure insertion details - coils on right : 2, coils on left : 2 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral fallopian tube inserts appear well-positioned with tubal occlusion bilaterally.. Ultrasound scan - on (B)(6) 2014: no significant abnormality of the uterus or ovaries with arterial and venous flow demonstrated within both ovaries.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ migraines, cramping, pelvic pain. Two lot numbers reported (dm12407,a36616) are invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-may-2019: update of information (batch is not valid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: close to ovaries') in a (B)(6) female patient who had essure (batch no. Dm12407, a36616) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cryoablation in 2003, lumbar pain, iron deficiency, vaginal bleeding, endometriosis, anxiety, bloating, fluid retention, dyspareunia, tubal ligation and hand operation. Previously administered products included for an unreported indication: ciprofloxacin from (B)(6) 2012 to (B)(6) 2012, torado from (B)(6) 2012 to (B)(6) 2012 and ortho ticyclen from 2007 to 2011. Concomitant products included escitalopram, escitalopram oxalate (lexapro) (B)(6) 2015 to (B)(6) 2016, ethinylestradiol;norethisterone acetate (norethindrone acetate and ethinyl estradiol), ferrous sulfate (ferrous sulphate) from 2014 to 2015, hydrocodone bitartrate;paracetamol (hydrocodone bitartrate and acetaminophen), ibuprofen from (B)(6) 2013 to (B)(6) 2015, leuprorelin acetate (lupron depot) from (B)(6) 2014 to (B)(6) 2014, naproxen from (B)(6) 2013 to (B)(6) 2015, norethisterone acetate (aygestin) from (B)(6) 2014 to (B)(6) 2014, ondansetron, paracetamol (acetaminophen), phenylephrine and trazodone from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower ("lower abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (surgical removal of coil(s) (lsc bilateral salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, migraine, dysmenorrhoea and headache outcome was unknown and the abdominal pain lower and abdominal pain upper had resolved. The reporter considered abdominal pain lower, abdominal pain upper, device dislocation, dysmenorrhoea, headache, migraine and pelvic pain to be related to essure. The reporter commented: essure insertion details - coils on right: 2, coils on left: 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral fallopian tube inserts appear well-positioned with tubal occlusion bilaterally. Ultrasound scan - on (B)(6) 2014: no significant abnormality of the uterus or ovaries with arterial and venous flow demonstrated within both ovaries. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ migraines, cramping, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs received : event injury was replaced with migration of essure device location of device: close to ovaries. New events lower abdominal pain, migraines / headaches, dysmenorrhea (cramping) were added. Concomitant drugs, historical drugs, medical history and lab data were added. Patient date of birth was added. Lot number was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.